Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for advance evaluation (ae) trial that started on (B)(6) 2017. It was reported that the trial patient had pain for urinary tract infections (utis). The patient stated that they always get utis from antibiotics they took (keflex) and that it gave them diarrhea. The patient mentioned the most bothersome symptom was the number of catheters they go through. The patient did not know how to work the controller and, with assistance, was able to increase the stimulation to 1.06. Additional information received on (B)(6) 2017 reported that the patient was in the hospital (reason not specified). The patient stated that they had their first bowel movement in 5 days today ((B)(6) 2017). Further information received on nov. 30, 2017 reported that the trial patient was in less pain now but had a uti. Relevant medical history included non-obstructive urinary retention and fecal incontinence. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was reported as not resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.